Event description:
While testing pt determined that the test latex for urine rapid screens was not reacting properly. The controls did not react in the correct manner. Further investigation revealed that 2 incorrect positive strep b urine rapid screen results had been reported 2/28/96 on a second and third pt. Repeat testing 3/3 for the second pt showed negative results with another lot number. Results were corrected and the nurse was notified of problem. The third patient had already been discharged by 3/3. The pt was called back and repeat testing was performed 3/6/96. Repeat testing and results were corrected. Add'l date of event 3/3/96.